Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted near the pancreatic head to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on april (B)(6) 2024. During the procedure, the axios stent catheter punctured through the cyst. However, the axios stent first flange did not deploy. The device was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the tip of the nose cone was detached. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation finding of tip detachment of device or device component. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent was fully expanded and deployed, the inner sheath was kinked, and the tip of the nose cone was not returned as it was detached. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent failure to deploy as the stent was received fully expanded and deployed. The investigation concluded that the reported event and additional observed damages of tip detachment of device or device component and inner sheath kinked were likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device and the technique used by the physician (force applied) limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause of the events is adverse event related to procedure.